Manufacturer narrative:
(B) (4). Occlusion of sfa artery or distal vasculature.

Event description:
Pt had 1 complete se stent implanted to the left popliteal artery (ppa). The stent deployment was reported to be successful. Eight months post index procedure, the pt was hospitalized. In-stent restenosis and diffuse disease of the left superficial femoral artery were diagnosed. Revascularization was performed - stenting of the proximal part of the sfa and ppa. There were no complications and pt was discharged home. The investigator indicated that the reported event was related to the study device/procedure. Complete se is not approved for use in the united states for sfa indication, but is similar to complete se which is approved for biliary/iliac indication.